Manufacturer narrative:
The thermogard xp ivtm console ((B)(4)) was evaluated at customer site. The customer reported issue of thermogard displaying airtrap alarm was confirmed during the initial functional testing and event log review. The air trap sensor block and sensor cable were replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Visual inspection was performed and noted no damage upon review. Historical complaints were reviewed and no previous history of complaint was reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, during patient use, the thermogard ivtm system was displaying error message mid:09 (air trap assembly) error. The customer tried to dry out the air trap holder; however, the error message persisted. Following this, another thermogard console was used for the patient's ivtm therapy. No further information was provided. No known patient consequences were reported.